Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a girdlestone procedure was performed on patient's hip after patient sustained a periprosthetic fracture of the femur (cause of fracture unknown). The stem and head were removed, and the shell and liner left in place.